Event description:
It was reported that during a lap cholecystectomy, an electrical error occurred and the device became not to be activated. Another device was used to complete the case. There were no adverse consequences to the patient. Device being returned.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. The instrument was inspected and there were no issues noted that could have contributed to the reported cautery issues. It is possible that issue was associated with the attaching instrument. There were no anomalies noted with the functionality of the device. No conclusion could be drawn as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.